Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted with the rest of the leads due to unknown reasons after approximately more than one year of being implanted. System was not replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted with the rest of the leads due to unknown reasons after approximately more than one year of being implanted. System was not replaced. No additional adverse patient effects were reported. Additional information received that patient experienced system infection.